Manufacturer narrative:
D2b: pro code: fge, lit. E1: initial reporter facility name: (B)(6). G4: premarket / 510(k): k141521, k141597.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the artificial arteriovenous fistula in the left forearm artery. A 6.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, during inflation, the balloon ruptured below the rated burst pressure (rbp). The procedure was completed with another of the same device and the patient condition was stable post-procedure.

Manufacturer narrative:
D2b: pro code: fge, lit. E1: initial reporter facility name: (B)(6). G4: premarket / 510(k): k141521, k141597. Device evaluated by MFR: the mustang was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. A balloon longitudinal tear was identified beginning approximately 2mm distal of the proximal markerband and extending approximately 37mm distally across the balloon material. The rated burst pressure for this device as per specification 90519237 is 24 atmospheres.na visual and tactile examination found no kinks or damage to the shaft of the device. A visual and tactile examination found no damage to the tip of the device. A visual examination observed no issues with the markerbands of the device. Both markerbands were undamaged in the correct position on the device.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the artificial arteriovenous fistula in the left forearm artery. A 6.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, during inflation, the balloon ruptured below the rated burst pressure (rbp). The procedure was completed with another of the same device and the patient condition was stable post-procedure. It was further reported that the 75% stenosed target lesion was located in the moderately tortuous and moderately calcified vessel. The balloon was rupture upon first inflation for at 20 atmospheres. The balloon was removed along the guidewire. There were no complications reported, and the patient was stable.